Manufacturer narrative:
A review of the device history record indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. One complaint probe was returned for evaluation for the probe not cutting. The returned sample was visually inspected and deemed conforming. Aspiration testing was performed and deemed conforming. Actuation testing was performed and deemed nonconforming. The cutter did not move and remained in the open position in the port. Cut testing could not be performed and was deemed nonconforming due to no movement of the cutter. The probe was disassembled and the components inspected. There is no approximately 20 minutes of usage wear on the inner cutter when compared to the cutter wear visual standards. Wear marks are present at the bend area of the inner cutter. The extension is detached from the coupling. The complaint evaluation does confirm the probe had a quality issue that resulted in the probe not being able to function properly. The root cause for the poor probe performance was due to the separation of components within the probe. It appears that towards the end of the probe being used in surgery, the adhesive bond failed, causing the extension to detach from the coupling. An investigation has been completed and action completed to lower the occurrence of detachments of the extension from the coupling. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that cutting failure of the probe was confirmed. Aspiration was present. The procedure was completed after replacing the product. There was no patient harm. The product sample has been requested.